Event description:
Customer reported the act button on his insulin pump was not working. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with no button response due to flattened esc and act button dome switch. Also received with cracked reservoir tube lip and scratched lcd window. (B)(4).